Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the reporter for the patient contacted lifescan (lfs) alleging that his onetouch verio 2 meter displayed a message that blood was reading as control solution. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged product issue began on ¿(B)(6) 2016, 9:15am¿. The reporter detailed that that the patient obtained a result of 145mg/dl that read as control solution on the subject meter. The patient manages his diabetes with insulin (no adjustments). The reporter detailed that on¿(B)(6) 2016¿ that the patient took more food and /or drink as part of his diabetes management. The reporter claimed on ¿(B)(6) 2015, 2:15pm¿ the patient took more food and/or drink. The reporter denied that the patient developed any symptoms and detailed that on (B)(6) 2016, 9:20am the patient administered ¿28 units of toujeo insulin¿ as a result of the alleged product issue no medical intervention was reported. No other blood glucose device was used. At the time of trouble shooting, the cca confirmed that the test strips were stored correctly and within their expiry date, the patient had carried out the correct testing steps. The patient was unable /unwilling to say if issue was resolved with trouble shooting. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.